Event description:
Pt underwent arthroscopic bankart repair in 2006. Pt contacted surgeon with grinding sensation and foregin fragment(s) were identified in the shoulder in 2007. Arthroscopic procedure was performed the following month, in attempt to remove fragments but surgeon was unable to locate for removal.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. A one page voluntary medwatch report was received on 9/14/2007 from the user facility.